Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you do have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that he checked his blood glucose and got a reading of 400 mg/dl, so he checked the pod and realized that the cannula wasn't properly inserted at the infusion site.